Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor reported intense yellow hue, increased density and opacified appearance of 5 intraocular lenses (iol) implanted in 5 patients that were operated on 5 to 10 years ago. Of the 5 patients, three have experienced blurry vision and loss of 2 lines of vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided identifying one of the five patients reported with event details. This report has been updated to reflect the details of one of five patients reported. The patients current status was reported as good. Glasses were indicated for use in order to improve the near vision; the patient experienced bad distance vision and progressive worsening vision (20/25). There was no opacity of the posterior capsule. The diagnosis has been reported as nano glistenings. The initial reporter confirms that there was no loss of two lines of vision (20/25). No change since 2014. The patient has blurry (poor visual quality) but still 20/25.

Manufacturer narrative:
Evaluation summary: the provided photos were reviewed by a company representative. Six images were evaluated. All six images are dark field slit lamp pictures and show pseudophakic eyes. The images in all six pictures show a whitening of the anterior capsule remnant. In addition, lens haze can be observed in all the images, apparently resulting from small scattering artifacts in the iol, the scattering artifacts appear to be located in the anterior surface of the iol; however, the exact location cannot be confirmed from the picture evaluation. Peripheral opacifications apparently located in posterior capsule can be observed in two of the images. The clinical impact of the described picture observations cannot be determined from a picture assessment. The product investigation could not identify a root cause. Provided by the company representative: the pictures observations may be compatible with: ssng (sub surface nano-glistenings), anterior capsule opacification, posterior capsule opacification. The manufacturer internal reference number is: (B)(4).